Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope distal cap is broken. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube, air / water tube, and the bending section cover adhesive had foreign material from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover. The device evaluation found that the jet tube, air / water tube, and the bending section cover adhesive had foreign material from previous procedures. Additional findings include the following: the scope cover was shaved, the plug unit was damaged, the play of the up / down / right / left knob was out of the standard value due to wear of the angle wire, the light guide lens had a crack, and the connecting tube coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material attached to the scope (air/water tube, air/water cylinder, bending section adhesive) could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional information regarding the facility device reprocessing was reported of available, however, the issue was likely the result of insufficient reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.